Manufacturer narrative:
The complaint was escalated for technical investigation and when reviewing the allegation of missing desaturation (desat) alarms, the pse found that there were several ¿spo2 sensor off¿ inops around the time of the alleged event. Generally, if an inop interrupts monitoring and alarm detection, the measurement numeric will be replaced by a ¿?¿. When an ¿spo2 sensor off¿ inop is indicated, an spo2 measurement is not possible, the spo2 numeric is replaced by a ¿?¿, and an inop tone is issued. The presence of an ¿spo2 sensor off¿ inop explains why there were no desat alarms around 13:30 on october 19th, 2023, because an spo2 measurement was not possible at this time. Furthermore, it should be noted that a desat alarm is only issued after the desat alarm delay has expired. The desat alarm delay defines the amount of time (in this case 20 seconds) that the averaged spo2 value needs to be below the desat alarm limit (in this case 80) before a desat alarm is activated. One single value above the desat limit (in this case 80) would trigger the desat alarm delay to start anew and inhibit the desat alarm. The alarms were acknowledged by the user at 13:28:31. This acknowledges all active alarms by switching off the audible alarm indicators and lamp; however, the visual alarm indicators remain while the alarm is active and are displayed at the monitor and the patient information center ix (pic ix). Further review of the audit logs shows that the spo2 alarms were turned off on october 17th, 2023 at 04:09:19. The request was completed at the pic ix. The alarms remained off until october 20th, 2023 at 12:15:03. While alarms are off, the alarm off symbol is shown beside the measurement numeric and no red or yellow physiological alarms are sounded or alarm messages displayed. Inop messages are shown for the measurements, but no inop tones are sounded. When reviewing the allegation of missing bradycardia (ECG) alarm, there were multiple ECG alarms, patient alarms including ¿extreme brady¿, and a ¿cannot analyze ECG¿ inop around the time of the alleged event. The allegation of failure to alarm for bradycardia (ECG alarms) is contradicted by the alarms logged around the time of the event. There is one ¿extreme brady¿ alarm at 13:26 and thereafter several tachycardia alarms. It was stated that there was an allegation of failure to alarm made by the ICU doctor who was passing by the monitor. It was reported that she missed audible alarms (desat and asystole) at the monitor. When asked about visual alarms, she indicated that there were no visual alarms either. When asked about alarms at pic ix, she replied that she didn¿t hear alarms at pic ix. It cannot be determined what the alarm volume at the monitor was at the time of the event in question and if the respective alarm volume was loud enough for the environment. The monitor configuration shows that the minimum allowed alarm volume is 4. The audit log shows the alarms were acknowledged. When you acknowledge alarms, you acknowledge all active alarms by switching off audible alarm indicators and lamps. At 13:28, there is an acknowledgement logged in the pic ix log . Also, in the pic ix logs there is evidence that the central station issued audible alarms. The device was functioning as intended and there was no malfunction of the device. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. This information was provided to the customer to resolve the issue. If additional information is received the complaint file will be reopened. General information become aware date changed from 10/23/2023 to 10/19/2023. B3 date of event: changed from 10/23/2023 to 10/19/2023.

Event description:
The customer reported the intellivue mx750 did not announce desaturation and bradycardia alarms. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporter institution phone number (B)(6). E2: reporter phone number (B)(6).

Manufacturer narrative:
Corrected box b adverse event, box d medical device and UDI information, box h patient outcome code, box h health impact code, and box h type of reported complaint.

Event description:
It was reported when the patient desaturated and became bradycardic, the alarms were not generated. A philips engineer was onsite the following day, noting spo2 and ibp alarms were turned off; however, the customer indicated the alarms were on at the time of the event. The engineer reviewed alarms from the previous day, revealing bradycardia and asystole alarms were generated. Additional information received reiterated the patient did not pass away but received appropriate care; however, the users indicated the alarms did not sound, which delayed their response.